Manufacturer narrative:
(B)(4). UDI number unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Sample not returned for evaluation.

Event description:
It was reported that the device was checked prior to use and found to have no leaks. The tube was placed in the patient and the cuff pressure held for 5 days. The tube was rotated side to side every 24 hours or more, as per ICU protocol. After 5 days, the positional cuff began to leak and had to be replaced no additional information was provided.